Event description:
It was reported that one day after implant "the pocket position was lowered when the patient was in the standing position" and the right ventricular (rv) lead became dislodged. The lead was revised, and the lead and implantable cardioverter defibrillator (ICD) remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.